Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricle lead was dislodged. No intervention was performed.

Event description:
New information notes that the left ventricle lead was repositioned on 19 july 2021.